Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, in-stent restenosis and target vessel revascularization occurred. In (B)(6) 2012, the subject presented with unstable angina (braunwald classification-iib) and was referred for cardiac catheterization which revealed a 99% stenosed de novo lesion located in the mid saphenous vein graft (svg) to ramus. The lesion was 10 mm long with a reference vessel diameter of 3.0 mm and treated with direct placement of a 3.00 mm x 16 mm promus element plus stent, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, restenosis of the target lesion was noted and the subject was referred for cardiac catheterization. Selective coronary angiographic results revealed 99% re-stenosis of the previously placed study stent in the svg to ramus. The restenosis was treated with placement of a 3.0 mm x 15 mm non-bsc stent and post-dilated with an unknown 3.25 mm balloon, with 0% residual stenosis. The event was considered resolved and the subject was discharged on aspirin and clopidogrel the following day.

Event description:
It was further reported that angina occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).